Event description:
Implant date: (B)(6) 2021. A cracked or deformed cartridge/ tip was reported. The incision size was increased, needing sutures to be closed. The lens remained in eye after clinical assessment.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Injector malfunction" is indicated as a potential malfunction related to the injector system, as covered under the warnings section of the product's instructions for use (IFU). Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Implant date: (B)(6) 2021. Intraoperative complications were reported. The incision was enlarged. Addendum (B)(6) 2022: according to the reporter the lens was not implanted as stated in the initial report, it was stuck in the injector as per investigation report. A cracked or split cartridge lead to an increased incision size. A known adverse event as per IFU has occured.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: b5 - event description - updated to reflect corrected information received 04-feb-2022 d9 - device available: corrected to yes. H3 - device evaluated: corrected to yes. Additional information: d9 - added date returned product was received by manufacturer g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The injector and iol were returned. Appearance check result was consistent to reported information. The dye test result showed the injector tip was properly coated. Proper coating allows the lens to move through the injector tip. We could release a re-installed iol from the returned injector tip without any problems. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(6) ; model: 254). The exact root cause was not determined. However, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.